Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient and it was reported that the patient might have a urinary tract infection. The patient was advised to follow up with their healthcare provider (hcp). The patient reported that they did notify their hcp and were waiting for a call back. The patient reported that the started the trial about two week prior to the report and started having symptoms on (B)(6) 2016. No outcomes were reported at the time of this report.